Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported: "rad-57 battery exploded on device." No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During visual inspection a significant amount of corrosion was observed in the battery compartment. No batteries were returned with the device. The damage did not appear to be heat related. There were no signs of burn marks or smell of burnt components on the device. The device was able to turn on with lab stock batteries. The unit was found to visually and audibly alarm during alarm conditions. Batteries will leak and corrode if left in devices for long periods of inactivity. The damage was likely due to battery corrosion, but did not affect device functionality. The unit was determined to be functioning as designed.